Event description:
G2 ivc filter found to be fractured, with one arm retained locally in the caval wall superior to the filter. The filter and fragment were removed using forceps. FDA safety report ID# (B)(4).